Manufacturer narrative:
(B)(4). The device was returned for evaluation. This complaint is an ancillary service event. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was use error, tidal total uf removal set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 23:48:49. During night drain cycle three, the patient's ultrafiltration reading was 1300ml, indicating the home patient (hp) drained 1060ml more than their maximum programmed fill volume of 1600ml. No additional information is available.